Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. After a non-bsc guide wire crossed the lesion, a 8.0x20x75cm express¿ ld vascular stent was advanced for treatment; however, the shaft and the guide wire got stuck and unable to be advanced to the lesion area. The guide wire and the stent were removed together as it got completely stuck and could not be used continuously. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.